Event description:
It was reported that this implantable pacemaker was explanted prophylactically. During explant, it was discovered that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection. Patient was given antibiotics and expected to fully recover from the infection. A new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.